Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the valve seal was broken. The trocar balloon and valve doors appeared intact. The inflation syringe was not received. The obturator was not received. Pmv performed functional testing; the trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related condition. Replication of the broken valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic totally extraperitoneal (tep) surgery, the sheath of the device disengaged. Replaced with a new device to complete the case. There was no patient injury.